Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned within the introducer within its dispenser hoop. Analysis of the returned device revealed that the main coil was broken/fractured from the delivery wire. A functional test was unable to be performed as the main coil had been detached; however, the delivery wire moved freely within the introducer sheath. It was reported that resistance was encountered as the coil was advanced through the introducer sheath and through the microcatheter. The investigation concluded it is probable that the coil was damaged during the advancement causing the reported event and observed coil break; therefore an assignable cause of operational context was assigned.

Event description:
It was reported that during the procedure multiple attempts were made to detach the coil at the target lesion; however, the coil was unable to be detached. The physician withdrew the coil from the patient and flushed the coil outside the patient's body but the coil prematurely detached. No consequences to the patient were reported.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure multiple attempts were made to detach the coil at the target lesion; however, the coil was unable to be detached. The physician withdrew the coil from the patient and flushed the coil outside the patient's body but the coil prematurely detached. No consequences to the patient were reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned within the introducer within its dispenser hoop. Analysis of the returned device revealed that the main coil was broken/fractured from the delivery wire. A functional test was unable to be performed as the main coil had been detached; however, the delivery wire moved freely within the introducer sheath. It was reported that resistance was encountered as the coil was advanced through the introducer sheath and through the microcatheter. The investigation concluded it is probable that the coil was damaged during the advancement causing the reported event and observed coil break; therefore an assignable cause of operational context was assigned.

Event description:
It was reported that during the procedure multiple attempts were made to detach the coil at the target lesion; however, the coil was unable to be detached. The physician withdrew the coil from the patient and flushed the coil outside the patient body but the coil prematurely detached. No consequences to the patient were reported.